Event description:
The manufacturer received information alleging a trilogy 202 ventilator "communication randomly stops" condition occurred and the technician can't complete the fsa test. The device was not in patient use. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy 202 ventilator "communication randomly stops" condition occurred and the technician can't complete the fsa test. The device was not in patient use. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New evaluation information: the trilogy 202 ventilator was returned and evaluated by a third-party service center, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code indicating (communication between host and obm was lost) was recorded in the device event log therefore the oxygen blender module board was replaced to address the issue. The active exhalation control module was replaced due to pressure out of tolerance. Oxygen blender module gasket was damaged therefore was replaced. Additionally, during the service of the device, it was noted that the device has missing ruber feet, cracks on the handle, front and bottom enclosure and were replaced. Due to bottom enclosure replacement the sn label, warning label and maintenance label were replaced. Oxygen blender module flow element and whisper cap is contaminated and were replaced. Tubing kit was upgrade. Inlet filter was replaced due to preventive maintenance. The root cause is confirmed at this time. The device passed all final testing. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.